Event description:
Customer reported the system is not saving images to the hard drive. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the at communications board. System operates as intended.